Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) readings while managing a recent covid diagnosis and taking steroids and antibiotics. Fingerstick blood glucose (bg) readings were 557 mg/dl, 589 mg/dl, and 439 mg/dl, while ilet displayed ¿high.¿ the user also experienced an "insulin occlusion alert". After one high reading, user injected 10 units of novolog insulin without disconnecting from the pump and did not announce a subsequent meal. The agent advised user to contact their healthcare provider for guidance due to concurrent illness and high bg and recommended a full supply change if remaining on pump therapy. Bg could not be corrected. Symptoms included thirst, though user noted overlap with covid-related illness. No outside assistance or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.